Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: arterial line catheter broke off in patient's arm while attempting to insert line. I was attempting to insert an arterial line into the patient's right radial artery. While following placement protocol, I received blood return and advanced my guidewire without resistance. I then continued by advancing the catheter over the guidewire. While doing so, I noticed blood flow up the end of the arterial needle set had stopped, once I had reached complete insertion of the catheter into the patient. I pulled the needle back to verify blood flow had stopped out of the inserted catheter; which was the case. I then retracted the catheter back out of the patient's arm, over the guidewire. Once the catheter was completely out of the patient's arm I noted approx. 1.5 cm of the tip of the catheter was missing. An arterial doppler was performed and showed no occlusion or significant stenosis. No radiopaque foreign bodies seen. It was reported the documentation at discharge indicates no visible foreign body found. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The image shows a catheter threaded through the needle of a catheterization device, and the product lidstock. The catheter appears to have separated and missing the distal portion. The customer returned one arterial catheterization set for analysis. Signs of use were observed inside the catheterization device. Visual examination revealed that the catheter was separated towards the distal end. The remaining part of the catheter was not returned. The catheter was discolored and sheered towards the point of separation. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel). The catheter was separated 1.125" from the hub. This indicates that at least 0.416" of the catheter was not returned for analysis per the catheter product drawing. The outer diameter of the catheter measured 0.04475" which is within the specification limits of 0.044"- 0.047" per the catheter extrusion graphic. The inner diameter of the catheter measured 0.032" which is within the specification limits of 0.031"-0.034" per the catheter extrusion graphic. The instructions-for-use states, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." Per the IFU, the catheter was threaded with the returned guide wire , and the guidewire passed with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit informs the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal. Precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The report of a separated arterial catheter was confirmed through complaint investigation. Visual and microscopic analysis revealed that the catheter body was separated. The appearance of the separation appears consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel). The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "arterial line catheter broke off in patient's arm while attempting to insert line. I was attempting to insert an arterial line into the patient's right radial artery. While following placement protocol, I received blood return and advanced my guidewire without resistance. I then continued by advancing the catheter over the guidewire. While doing so, I noticed blood flow up the end of the arterial needle set had stopped, once I had reached complete insertion of the catheter into the patient. I pulled the needle back to verify blood flow had stopped out of the inserted catheter; which was the case. I then retracted the catheter back out of the patient's arm, over the guidewire. Once the catheter was completely out of the patient's arm I noted approx. 1.5 cm of the tip of the catheter was missing." An arterial doppler was performed and showed no occlusion or significant stenosis. No radiopaque foreign bodies seen. It was reported the documentation at discharge indicates no visible foreign body found. The patient's condition was reported to be fine.